Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, information provided by the customer indicated that the guider was used for treatment of venous sinus occlusion from long standing venous thrombosis. Additionally, the guide catheter had to cross a previously placed thrombosis stent which put a lot of stress on the catheter. It is possible that this may have caused the tip of the guider to catch on the stent and break off. An assignable cause of procedural factors has been assigned to the reported event since this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the directions for use (dfu), but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported during treatment of venous sinus occlusion from long standing venous thrombosis, the physician was using the subject device guider for revascularization with angioplasty stenting. The subject device guider has been pushed to cross the previously placed thrombosis stent, therefore; the subject guider soft tip has broken off and it was left inside the patient. There were no adverse events reported. No further information is available now.

Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported during treatment of venous sinus occlusion from long standing venous thrombosis, the physician was using the subject device guider for revascularization with angioplasty stenting. The subject device guider has been pushed to cross the previously placed thrombosis stent, therefore; the subject guider soft tip has broken off and it was left inside the patient. There were no adverse events reported. No further information is available now.